Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant did not pass completely through the meniscus. Both the t1 and t2 were retrieved with a grasper. A backup device was available to complete the procedure. No patient injury or complications were reported.